Manufacturer narrative:
The patient's indication for use was updated to non-malignant pain and other chronic/intractable pain (trunk/limbs).

Event description:
The patient¿s indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs).

Event description:
Additional information was received. The failure was listed as a delivery failure. Injuries included hospitalization, surgery, and overdose. The explant surgery was on (B)(6) 2015. The patient¿s indication for use was intractable spasticity. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.